Manufacturer narrative:
After further clinical review, this event has been determined to be a serious injury MDR pursuant to 21 cfr 803. The image review evaluation reported in the initial report has been revised. Received one cd of filter images from two separate procedures. On (B)(6), 2012 two dsa (digital subtraction angiogram) images demonstrated a vena cava filter deployed in an upright position in the ivc. Due to the image quality the number of limbs cannot be counted. A snare hook is identified at the top of the apex of the filter; however, the identification of the filter cannot be determined based on the images provided. On april 3, 2012 six dsa images were provided of the filter retrieval. The location of the filter placement cannot be identified due to the dsa images provided. Due to the poor image quality the number of limbs cannot be counted on the filter. A snare hook is identified at the apex of the filter; however, the identification of the filter cannot be determined based on the images provided. The images demonstrate the apex of the filter against the ivc wall. There are no images provided, that would indicate that the filter had been retrieved successfully. Based on the re-review of the images provided, filter tilt can be confirmed. Based on the re-review of the images provided, the identification of the filter cannot be confirmed. Based on the re-review of the images provided, successful filter retrieval cannot be confirmed. Based on the re-review of the images provided, successful filter retrieval cannot be confirmed. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation.

Manufacturer narrative:
After further clinical review, this event has been determined to be reportable. The product catalog and lot numbers were not provided; therefore, a complete manufacturing review could not be completed. The device was not returned; however, images were provided for review. A cd of filter images were reviewed and two dsa images demonstrate a vena cava filter deployed in an upright position in the ivc. A snare hook is identified at the top of the apex of the filter. Six dsa images were provided of the filter retrieval on (B)(6) 2012. Due to the poor image quality, an assessment of the filter limb configuration cannot be made. No real-time images were provided of the filter removal attempt. Based on the images provided, removal difficulty cannot be confirmed. The complaint investigation is inconclusive as the device was not returned for eval and results of the image review. Based on the available information, the definitive root cause is unk. Multiple attempts were made to obtain the patient details, product identifiers and procedural details; however, despite good faith efforts the information was unobtainable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the scheduled vena cava filter retrieval approximately two months after implantation, the filter could not be retrieved. There was no patient injury.